Event description:
It was reported that the patient underwent a sling procedure in 2006. At about 6 1/2 minutes into therapy, an overheat warning message appeared. The catheter was removed. The same catheter was re-primed and introduced back into the uterus. Another 1 1/2 minutes of therapy was given, and then the procedure was manually stopped and the catheter was removed. A third degree burn on the left labia was noted. The burn is about 2 cm long and 3mm wide. The doctor also noticed a char mark on the shaft of the catheter.

Manufacturer narrative:
No conclusion can be drawn at this time.